Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there is no stock product from the reported lot# 6075534 available for review. Investigation methods/results: customer returned one implant but without driver. The implant was verified to be a hahn tapered implant 5.0 mm x10 mm (70-1154-imp0015) using radiographic template. The returned implant had no defect or non-conformity and the threads were intact. The internal feature was fine and no damage was observed. No any broken piece of part was found. Root cause: the root cause cannot explicitly determined. Customer did not return the driver or provide any information about the driver they used. It was also unknown if customer followed the IFU and use correct driver for implant placement.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. This is the fourth of four implant complaints, see manufacturer report for the remaining complaint : 3011649314-2020-00490, 3011649314-2020-00492, 3011649314-2020-00491.

Event description:
It was reported that the hahn tapered implant failed. The patient has a noted bone grade as grade ii. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2019 for primary procedure on tooth #19, 22, 24, 25, 27 and 30. This complaint is regarding tooth #30. During the procedure the provider notes, the implant stuck inside the driver." A new device was placed into both locations.